Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2009. During the procedure, the device "sounded funny", was not turning and then it stopped. The device was removed from the pt. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 04/15/2009. Blade seized/stopped - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.